Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken snake wrist cable at the distal end. The cable stuck out at the wrist approximately .179. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that the maryland dissector instrument used during the tonsillectomy procedure was normal before the start of the procedure but during the procedure the metal strings inside the instrument wrist were broken and they appeared outwardly. This was observed and the instrument was removed and kept aside. No instrument debris fell into the patient and also no damage occurred to the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.